Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the descending colon/cecum during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician injected an orise gel and it was noted that after the injection, boston scientific's hexagon snare was used to try and remove it, but it was not successful. Another snare from another company was also used and it also could not remove the target polyp. Despite several efforts, the lesion was so firm post injection, it was unable to be resected. Reportedly, the physician did not know how much gel was used. They left the polyp inside the patient because it was unable to be resected and it was not reported whether the procedure was resolved. The patient had a polyp left in the colon due to the orise making the lesion firm and unresectable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.